Event description:
User left a commented on the (B)(6) website on (B)(6) 2022 that user bought these to have at the house, just in case. The user reported that he/ she had a family member developed symptoms, so the user tested them. The test came back negative. Luckily they also went for a pcr that was positive. Repeated this test at home and it showed negative the second time, as well. Importer comments: this complaint is suspected false negative result and due to the system functionality to not allow seller can leave the comments on the website, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date ect) and any evidence of pcr result to prove false result etc following by reporter's consent.